Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 3 infusion set leakage event from (B)(6) 2024. The infusion set was in use for 7 hours. No further information available.

Manufacturer narrative:
Initial and final MDR 1912263 - MDR 3003442380-2024-14158 - device 2 of 3.